Manufacturer narrative:
Lens was returned in a stuart transport swab with a gel like substance. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicates that the surgeon implanted a 13.2mm, vicm5-13.2, -6.0 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the surgeon found high vault and inflammation in the eye, the lens was explanted, and irrigation of the anterior chamber was performed. The explanted lens was sent to an external testing laboratory for inspection because of the inflammation that the eye developed, the doctor confirmed that there was no problem with the lens. On (B)(6) 2019 a replacement lens of shorter length was implanted and the problem resolved. Patients current condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: visual inspection found no visible damage to the lens. Claim#: (B)(4).